Event description:
Suspected over-delivery. The pump was returned to the biomedical engineering department with a note that indicated that "pump number two delivered too much medication". The pump settings and medication were unspecified. There was no reported adverse patient event. Though requested, no further information was available.